Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h10, h11. Corrected section: h6 health effect changed to 4582.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 they noticed something flapping in the tunnel connected to the end of the jaws. They removed the cannula with the hpii and realized that the flapping piece was the end of the jaw itself. It seemed the plastic coating had come loose and was no longer sitting on the jaw. They tried to replace the plastic onto the jaw but that did not work to return it to the original position. Nothing fell into the leg, no pieces detached from the jaw. They replaced the kit with a new one at that time and completed the case. There was only a delay in retrieving another kit. There was no patient harm/effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/05/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact, with no peeling observed. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the cold metal tip. No detachment was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000387367 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 they noticed something flapping in the tunnel connected to the end of the jaws. They removed the cannula with the hpii and realized that the flapping piece was the end of the jaw itself. It seemed the plastic coating had come loose and was no longer sitting on the jaw. They tried to replace the plastic onto the jaw but that did not work to return it to the original position. They replaced the kit with a new one at that time and completed the case.